Event description:
In early 2008, the pt reported that while removing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and approx 2/3 of the insulin from the cartridge spilled into the cartridge compartment. The pt was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.